Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for multiple patient samples on a cobas e 801 module. The customer provided an example of discrepant results for 11 patient samples tested. The customer complained that they have had an increase in positive and borderline results that are negative upon repeat on another module. Sample 1 had an initial result of 1.05 coi. The repeat result was 0.704 coi. Sample 2 had an initial result of 1.03 coi. The repeat result was 0.463 coi. Sample 3 had an initial result of 1.28 coi. The repeat result was 0.496 coi. Sample 4 had an initial result of 1.1 coi. The repeat result was 0.438 coi. Sample 5 had an initial result of 1.26 coi. The repeat result was 0.461 coi. Sample 6 had an initial result of 1.43 coi. The repeat result was 0.626 coi. Sample 7 had an initial result of 1.61 coi. The repeat result was 0.621 coi. Sample 8 had an initial result of 1.47 coi. The repeat result was 0.379 coi. Sample 9 had an initial result of 1.13 coi. The repeat result was 0.594 coi. Sample 10 had an initial result of 1.06 coi. The repeat result was 0.44 coi. Sample 11 had an initial result of 1.06 coi. The repeat result was 0.651 coi.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. On 02-feb-2026, the customer replaced the reagent with a new lot. The customer retested 6 previous false positive samples and 5 tested negative. The sixth sample tested positive again but was repeated twice more and both results were negative. On (B)(6) 2026, the customer reported 9 initial positive samples that tested negative after duplicate testing. The field service engineer (fse) exchanged the sipper nozzle. The service maintenance actions performed by the fse resolved the issue.